Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the observed corrosion was traced to component failure. However, a cause of the foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited debris inside of the light guide lens, white residue inside of the channel and corrosion on the charged coupled device.. There was no patient involvement.